Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was unable to successfully recharge her ipg due to it being flipped in the pocket. As a result, the patient underwent surgical intervention. During the procedure, the doctor explanted and replaced the patient's ipg.